Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5079696 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5079716 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and more pain. It was also stated that the patient was frequently charging the implantable pulse generator (ipg) for longer periods of time. The patient underwent an explant procedure and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.